Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an esophagectomy, at the 1st firing, when performing esophageal transection, because the stomach tube was caught, the doctor considered opening the jaw they, used a new product to product to complete the case. The product did not lock on tissue and was removed from the tissue without damaging it. There was no patient harm.